Manufacturer narrative:
Investigation conclusion: the customer reported that they had a patient end up with wounds behind their mouth after using this suction tip. The suction tip has holes on the side near the tip that are cut so that the edges of the holes are sharp. The device history record (DHR) review was unable to be performed as the reported lot number was unknown. Failure mode trending was reviewed and no related adverse trends were identified. The reported device was not returned for evaluation; therefore, the reported device failure was not confirmed. Current process controls are executed in accordance with product specifications to meet quality acceptance criteria. Additional action will not be taken at this time. This complaint will be used for tracking and trending purposes.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event. If additional information or the sample is received, the investigation will be reopened and responded to accordingly.

Event description:
The customer reported that they had a patient end up with wounds behind their mouth after using this suction tip. The suction tip has holes on the side near the tip that are cut so that the edges of the holes are sharp.